Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that intraoperatively it was not possible to engage the inlay with the tibial tray. Another inlay was available and used without any issue. No surgical delay, no adverse patient consequences.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, " intraoperatively it was not possible to engage the inlay with the tibial tray. Another inlay was available and used without any issue. No surgical delay, no adverse patient consequences." The product was returned to j&j medtech orthopaedics for evaluation. Visual inspection of the returned device found that the locking mechanism tab of the attune ps fb insrt sz 6 7mm was deformed contributing to the assemble issues reported. Additionally the implant shows signs of attempts to place with it is mating implant. The observed damage can be consistent with assembling the device in an off axis position during the implantation/surgical process or by other tools and hard edges coming in contact with the device in the process. Properly handling and attention to the approved use of the device diminishes the risk of failure. As per attune¿ knee system surgical technique rev. D, the next steps need to be follow for a proper implantation of the attune ps/cr insert with the revision fixed bearing tibial base: "angle the tibial insert posteriorly and slide the posterior tabs into the posterior undercuts of the tibial base. The fixed bearing tibial insert is impacted into place on the tibial base, using the fixed bearing insert impactor. Position the impactor at approximately 60 degrees on the insert so that the notch rests on the anterior edge of the center of the insert. Use a mallet to strike the fixed bearing insert impactor". A manufacturing record evaluation was performed for the finished device product code 151640607 lot number m75y78, and no non-conformances / manufacturing irregularities were identified during manufacturing. A functional test was not performed since mating device was not returned for evaluation. However, the reported condition can be confirmed as a difficulty on the assemblance was most likely caused as a consequence of the observed damage. A dimensional inspection was unable to be performed due to the post-manufacturing damage. The overall complaint was confirmed as the observed condition of the attune ps fb insrt sz 6 7mm would have contributed to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of j&j medtech orthopaedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: 1) quantity manufactured: (B)(4). 2) date of manufacture: 10/16/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 09/30/2029. 5) IFU reference: 090200828. Device history review: 1) quantity manufactured: (B)(4). 2) date of manufacture: 10/16/2024. 3) any anomalies or deviations identified in DHR: none. 4) expiry date: 09/30/2029. 5) IFU reference: 0902008.2 h11 additional narrative: added: d10 corrected: h3

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.